Event description:
Event description guidant received information that at implant, this left ventricular pacing lead exhibited high pacing thresholds and high defibrillation thresholds. It was not sensing and even with several different configurations, the amplitude was low.